Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a company representative regarding a (B)(6), male patient who was receiving an unknown drug via an implantable pump for intractable spasticity and cerebral palsy. On (B)(6) 2015, a catheter was implanted after the used before date of (B)(6) 2015. No patient symptoms were reported. If additional information becomes available,a follow-up report will be submitted.